Event description:
The customer reported via the sales rep that the unit failed to function. The customer further reported that the cage kept falling off the holder. It is further reported that the procedure was extended by 30 minutes with no adverse consequences to the patient. It is further reported that the device was implanted by the surgeon manipulating the device until it was implanted successfully.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.